Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied video; however, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: there was a kink in the guidewire. The issue was identified during use on patient. The procedure was performed with the device, and it was removed completely without any surgical intervention. There was no consequence or harm to the patient.

Event description:
It was reported that: there was a kink in the guidewire. The issue was identified during use on patient. The procedure was performed with the device, and it was removed completely without any surgical intervention. There was no consequence or harm to the patient.

Manufacturer narrative:
(B)(4).